Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having a lot of trouble with charging the implant. Patient said this was not the first time calling and said the recharger and controller had been replaced before. Patient said the issue started about a month or so ago, and on average out of 10 charging sessions, they would say 5 of them went well and 5 didn't. Patient also said it would take forever to charge the implant, and sometimes would take so long on the searching screens that the controller would time out and they would have to start from the beginning again. Patient mentioned also for the last month, the implant had been down to 40% when they go to charge, even though they hadn't been more active, and usually the implant battery would be at 60%. Patient tried to charge last night, but after an hour the implant hadn't increased from 40%, so they started all over again and charged for another hour but implant only increased to 60%. Patient mentioned they had reset, but hadn't tried cleaning connections. Patient inspected controller port and recharger, but did not see any damage. Patient cleaned connections and blew into controller port. Patient reset controller and tried to start a recharge session. Patient mentioned as years have gone on, it got harder to find the implant as there wasn't as much of a bulge as in the beginning and so would be hard to find or get excellent sometimes. Patient started charging right away and was on excellent, but after a minute, patient reported battery low, replace controller batteries soon. The issue was not resolved. A request was sent to the repair department to replace the controller. Patient also mentioned the back cover wasn't easy to close on the controller.

Event description:
Additional info received from patient that the controller needs to replaced, it wasn't charging. This is the second or third time the controller is being replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient.it was reported that replacement device was sent and the issue was resolved.